Event description:
Pt receiving electrotherapy and complained of shock sensation.

Manufacturer narrative:
Output waveform was viewed on the oscilloscope to check for abnormal waveshape that would be indicative of hardware failure. No abnormalities were found with the oscilloscope. Lead wires were sent back with unit and pins, had been pulled out of the black lead and reinserted. The red lead had alligator clips on the pins of the leads. Both of these conditions can cause intermittent connection.